Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which the caller acknowledged and understood.